Event description:
It was reported during insertion of the intra-aortic balloon (iab), the customer had technical difficulty inserting the kit's dilator/introducer into the sheath. A new iab was opened to use the new introducers/dilators. After the exchange, the procedure was carried out successfully and without difficulties. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6). Occupation: pharmacy intern event site postal code: (B)(6). Event site telephone: (B)(6). Additional email address: (B)(6). The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.